Manufacturer narrative:
Lead model 3093-28, lot# v230968, implanted: 2009-(B)(6), explanted: na. (B)(4).

Event description:
It was reported that the patient had a lot of pain at the stimulator and lead sites after replacement for depletion. The area was tender to the touch; even clothes rubbing against it makes it worse. There was pus and blood at the incision site. The patient went to see their physician and was told there was no infection. The patient had bruises on her lower thigh and pain in her stomach from her pain medication. The patient also noticed shocking sensations when she touches her cat. The patient did not feel as if the pain was from her pre-existing fibromyalgia. Additional information was requested.